Event description:
Pt had ventral herniorrhaphy with bard mesh repair- (B)(6) 2015. Returned for post op visit (B)(6) 2015 and physical exam revealed post-op recurrent ventral hernia at incision site. Returned (B)(6) 2015 for repair of recurrent ventral hernia. Findings reveal non-adherent bard mesh to the fascia on 1 side of the repair. After taking down, the mesh was removed and was covered with mesh underlay of stratus mesh. The mesh sat nicely without any tension. Pt was closed and extubated and taken to recovery.